Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg reached end of service and was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
(B)(4). The reported event of inoperable ipg due to end of service (eos) was confirmed. The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).